Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and excessive no delivery alarms. The customer's blood glucose reading was 600 mg/dl. The customer mentioned that he gave himself insulin and could not hear the alarm. The customer stated that the cannula is usually bent. The customer declined to troubleshoot for high readings. The reservoir was not returned for analysis.